Manufacturer narrative:
Unit passed displacement test and self test. Unit received with corroded electronic assemblies, pillowing keypad overlay, scratched case and cracked keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump had moisture behind the screen as insulin pump was with customer during swimming. Customer¿s blood glucose was unknown. Customer was advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be returned for analysis.